Manufacturer narrative:
Concomitant products: product ID: 8780, product type: catheter. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information reported the patient didn't have any symptoms related to the programming error. After several hours post implant the patient felt fine and was discharged according to the facilities outpatient protocol.

Event description:
It was reported a programming error occurred. The manufacturer representative (rep) was initially told 18.5 centimeters (cm) was re moved from the catheter length. The entire system was primed (0.410ml). It was discovered after programming the prime the healthcare provider (hcp) had actually trimmed an additional 13.3cm from the spinal segment. The bolus was cancelled. It was confirmed the total length should be 82.5cm instead of the 98.5cm that was initially calculated with the incorrect information. Total prime should have been 0.381ml. The prime was programmed to 25 minutes long and ran for 19 minutes. It was calculated the bolus delivered 0.31ml and there was 0.07ml left to deliver and this would take 5 minutes. The patient also had a personal therapy manager (ptm) they would be able to use today. The rep was going to discuss whether finishing the bolus was necessary. The pump was being used to deliver morphine. Patient symptoms, actions taken to resolve the error, if the error was resolved, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.